Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: were there any changes to patient's bp during issue experienced? There was no variance of substantial deviation from the patient¿s measurements intra and pre op were there any loss of blood? The surgeon noted only a small amount (100 mls ) as he was able to grasp the vessel with a grasper quickly. Patient's current condition? The patient went well during the rest of the case and to date.

Event description:
It was reported that the surgeon fired the power vascular stapler, it appeared to transect but not staple at the distal end, which caused bleeding on the renal artery, a different stapler (atsw45 ) was opened to control the bleeding. 5-minute delay to the procedure. No adverse effect on patient.